Event description:
It was reported that during to a laparoscopic cholecystectomy the device procedued a malformed clip. The procedure was completed with a similar device. There was no patient consequence.